Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the lead was explanted and replaced. The reason for the revision was due to the physician wanting to refine the position of the lead within the desired target. There were no reported device-related issues or malfunctions. The explanted product was retained by the medical facility and will not be returned for device analysis. Additional information was received that the revision procedure was elective.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the lead was explanted and replaced. The reason for the revision was due to the physician wanting to refine the position of the lead within the desired target. There were no reported device-related issues or malfunctions. The explanted product was retained by the medical facility and will not be returned for device analysis.